Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced seizure, "shaking", "sweating", and was unable to self-treat, requiring contact with emergency services (es). Emergency services transported customer to the hospital where a healthcare professional provided customer with third-party treatment of intravenous glucose (type/dose unspecified) and "sugary snacks" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 02-feb-2020. Awareness date of the issue was 5-apr-2023, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced seizure, "shaking", "sweating", and was unable to self-treat, requiring contact with emergency services (es). Es transported customer to the hospital where a healthcare professional provided customer with third-party treatment of intravenous glucose (type/dose unspecified) and "sugary snacks" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.